Event description:
The customer called to report a malfunction of the pod's needle insertion mechanism. Within the first day of activating the pod, high bg levels (greater than 250 mg/dl) were experienced. The customer "did not keep this pod", so no product will be returned for eval.

Manufacturer narrative:
The product will not be returned so no eval is possible. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". The user failed to note this condition which would be visible through the viewing port upon pod placement if labeling is followed. It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.